Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, one day post-operative status from neck dissection procedure, inadequate seal with bleeding of less than 250 cc in the parotid site observed. Another procedure was done to resolve the issue. The patient had to stay an extra night in the hospital. It was noted during the procedure that there was a re-grasp alert, an end tone heard and evidence of energy delivery.